Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, underwent a lead revision procedure due to low out of range shock impedance measurements. The lead was successfully explanted and a new boston scientific lead was implanted. Defibrillation threshold (dft) testing was performed and was not successful, however shock impedance measurements were acceptable. Following dfts shock impedance measurements of zero were observed. This device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.